Event description:
The patient no longer required chemotherapy and so the powerport catheter was scheduled to be surgically removed. The patient's right shoulder was prepped with povidone scrub and oxygen was being administered via a rebreather mask. While the physician began dividing the subcutaneous tissue with a cautery, the staff noticed a flame near the site of the incision. The physician immediately stopped using the cautery and it was noted there was no injury to the patient (or staff). The settings on the electrosurgery unit (esu) were changed from 35 coag/50 cut to 20/0 with no further incident. After the procedure the esu and accessories were sent to biomedical engineering for an evaluation.follow up: the esu was tested and all readings were within the normal limits. Tested at both 35/50 and 20/1 and unit worked fine. The disposable handpiece did have a build up of debris and there was burned residual on the distal of the handpiece tip. The rem pad was inspected and this was unremarkable. The esu cart power cord was hot and the neutral wires were loose within their retainers (pulled out with minimal effort). The wires were tightened. An electrical safety check was performed and the ground cord resistance reading was at .902 ohms. The power cord was reseated at the esu power inlet module. Ground tested o.k. The technician aggressively flexed the power cord and no fluctuation noted in the ground cord resistance. The ground tested within normal limits. The esu was placed back in service.====================== health professional's impression======================equipment malfunction.